Event description:
Following a peripheral interventional procedure, vascade was used for closure and reportedly deployed correctly with 5 minutes manual compression. Final hemostasis was achieved with the device. Note that the access site was on one leg and the intervention was in the opposite leg. Approximately 1 hour post procedure, a large hematoma developed and additional manual compression was applied. This resolved the hematoma. Three hrs later (4 hours post procedure), the patient was sat up and a hematoma formed again. At this pont patient became hypertensive and the hematoma was greater >6cm. Patient was transferred to ICU where he required 2 units of blood. While in the ICU it was determined that the patient had a pseudoaneurysm. No surgical intervention was needed at this point as ultrasound guided compression was utilized to ensure the pseudoaneurysm was resolved. After 7 days in the ICU due to the original intervention, the patient was moved to a regular floor in the hospital and monitored. Patient was released 14 days post procedure. Approximately 1.5 weeks later, the puncture site from the recent arteriotomy was observed to be stable when the patient was readmitted to the hospital for follow up on pain and continuation of the non healing wounds.

Manufacturer narrative:
While the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Additional pressure was successfully applied post procedure to reduce a hematoma. A second hematoma developed in the recovery area and again was managed with additional manual compression and by giving patient 2 units of blood. The reported hematoma do not appear to be related to device malfunction.